Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir was leak. The customer¿s blood glucose level was unknown at the time of the incident. Customer also states they received low battery alert two times per week and insulin pump takes longer to rewind. Device will not be return for analysis.